Event description:
It was reported that during an unk procedure, customer complains that after few minutes of the begin of this operation, this devices became too hot. So operator tried to change the shears, but the same problem happened. Another device was used to complete the procedure. There were no adverse consequences for the pt. Additional information requested but not yet received.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.